Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at an unspecified rate via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of ancef 1gm/50ml for a duration of 30 minutes. It was reported that the primary solution container was lowered below the secondary solution container. The customer contact reported that immediately after the ancef delivery was started, the nurse reported that the medication was delivering "too fast". The delivery was stopped. It was reported that the nurse clamped the primary tubing set, raised the secondary solution container higher, and the therapy was resumed. The nurse again reported that the delivery rate was too fast and that the solution was potentially backing up into the primary bag. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).